Event description:
A customer contacted beckman coulter (bec) on (B)(6) 2013 reporting ongoing electrolyte issues (an event was documented in MDR 2050012-2013-00313). The customer stated that the unicel dxc 600i synchron access clinical system generated false high chloride (cl) and false low calcium results. The customer indicated that two (2) patient samples were affected, but only provided erroneous data from one (1) patient sample. The samples were rerun, but the results of the rerun were not provided. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
Prior to the event, the customer reported that the instrument gave an ionized selective electrode (ise) smart module 63 error, but it is unknown at what time this error occurred. The customer rebooted the instrument to recover from the error. Also prior to the (B)(6) 2013 event, cl quality control (qc) was out of range high, and calc qc was suppressed, but a rerun of the qc brought recovery into lab-established ranges, and patients were run. Service visit previously documented in MDR 2050012-2013-00313: the customer indicated that the co2 was performing acceptably, but wanted service to evaluate the instrument. A bec field service engineer (fse) was dispatched on (B)(4) 2013 and observed some imprecision with chloride (cl), calcium (calc) and co2. The fse decontaminated the system and replaced the carbon bridge and calc electrode. The fse ordered parts and returned on (B)(4) 2013 to replace tubing, ratio pump and electrolyte injection cup (eic) valves. The fse verified instrument performance. The fse returned to the customer's site on (B)(4) 2013 and replaced the smart module 63, pre amp and flowcell. Failure mode is unknown; however, multiple parts were replaced and service actions taken, any of which could have caused or contributed to the event. As mentioned, MDR 2050012-2013-00313 is associated with this event.